Event description:
Additional information was received from the consumer. When asked what led to the device being activated at costco, the patient just stated uncontrolled diarrhea. When asked what actions were taken to resolve the ins issue the patient responded: somewhat, weight down to 141 pounds, the patient was 159 pounds at time of event. Now at 1-2 bowel movements per day, so much improved. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. Patient reported that they had stool oozing out of them and that when they were able to have a bowel movement it was very painful. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient was having issue with their urine. They were afraid that going without their programmer could harm them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said their ins was activated while at a store which led to cramping. They added that their ins went crazy, they lost bladder and bowel with feces and urine all over her; all her insides came out. It was reviewed that the equipment cannot be remotely activated and something else might've been going on. They also said their ins has somewhat been helping since implant. They added that they have an appointment on (B)(6) 2019. Later on that day, patient called back asking if they could increase stimulation. During the call, the call center walked the patient through and increased stimulation from 2.3 v to 2.8 v where they felt stimulation in the bike seat. Patient said they will keep stimulation at 2.8 v on program 1 and will monitor their symptoms to see if they improve. On (B)(6) 2019, patient called back wanting to decrease stimulation because they haven't had a bowel movement since (B)(6) 2019. Caller added that they increased stimulation to 8.0 v on program 1. During the call, stimulation was decreased to 4.5 v where they felt stimulation comfortably. It was reviewed to keep a journal of bowel movements and wait a few days before adjusting stimulation again. The patient was also redirected to their healthcare provider (hcp) if their symptoms don't improve. No further patient complications have been reported as a result of this event.